Event description:
It was reported the patient was experiencing an underdose and a return of their symptoms. Four weeks prior a dye study indicated the catheter was not in the right place. The patient was scheduled for a revision, but it did not occur "because the physician that was referred was a plastic surgeon." The patient reportedly is throwing up 3-4 times a day, has no appetite but forces himself to eat, and is "dying before their eyes". The symptoms started approximately one year ago. The patient remains at home in fair condition. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Results code used for catheter. See scanned page.